Manufacturer narrative:
The pump was received with blank display and constant tone alarm due to moisture damage on the electronics. The pump was unable to verify count down number anomaly due to blank display. The pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was dropped in the pool. The customer's blood glucose level was unknown. The customer states the pump had blank display. The customer was advised the pump would be replaced and returned for analysis.